Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and that air bubbles were observed within the infusion set tubing. A supply change was performed to resolve the issues. Customer's blood glucose level was 350 mg/dl.